Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called back to report that after getting replacement infusion sets, they are still receiving no delivery alarms. The customer changed their site and infusion sets to no avail. Customer stated they think the alarms were caused by the insulin pump. The no delivery alarm occurred during prime. Customer's blood glucose reading was unknown. The customer performed troubleshooting and the cause of the alarm was determined to be an infusion set and/or reservoir occlusion. Nothing was replaced or returned,